Event description:
Chemical burn and eyes: contact lenses wire removed from packaging and an immediate burning sensation. Followed. Pt brought in contacts and solution in which they were packaged. Pt test was done. Pt level is not what is recommented for insertion into eyes. Strong chemical odor.